Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds. It was confirmed via fluoroscopy that the lv lead had dislodged into the coronary sinus. Additional information indicated that there was high thresholds and loss of capture at max output. The lead was programmed off and later capped. No patient complications have been reported as a result of this event.